Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 61 percent to 15% one month later. Analysis of device memory identified a battery depletion anomaly and device replacement was recommended. Based upon analysis of device memory, a device replacement interval was provided by technical services (ts). Available information indicates this product remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) is bedridden and it is unknown if a future device replacement will be undertaken.